Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the peritonitis were unknown. On an unknown date, the patient was hospitalized for the event. Three days prior to the receipt of this report, the patient was recovered from the peritonitis. On an unreported date, pd therapy was discontinued. No additional information is available.